Event description:
The extension tube detached from adapter, which is connected to the 3 way stop cock. The device was in use for eight hrs before the tubing detached.

Manufacturer narrative:
Rec'd one used unit in 2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Add'l info has been requested from the customer.